Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: sr 8 w/pinpoint gt technology (B)(4) intermittently has a 1+ second lag in the live ultrasound image. System is running sw ver 1.0.3 and is being used in image filter 3. System is not connected to the network for pacs, no flash drive or printer is attached. Unit was in for evaluation under (B)(4) for the same issue but was not duplicated. Biomed stated that the system lags intermittently and the was reproduced while the tm was there after a initial start-up. Unfortunately the team was unable to capture a video.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of delay in ultrasound image was confirmed. The image intermittently lags according to customer provided video. The root cause of the failure could not be determined. The ultrasound scanner was reimaged as a precaution. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: sr 8 w/pinpoint gt technology sn: (B)(4) intermittently has a 1+ second lag in the live ultrasound image. System is running sw ver 1.0.3 and is being used in image filter 3. System is not connected to the network for pacs, no flash drive or printer is attached. Unit was in for evaluation under 935343 for the same issue but was not duplicated. Biomed stated that the system lags intermittently and the was reproduced while the tm was there after a initial start-up. Unfortunately the team was unable to capture a video.